Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gastric surgical procedure on (B)(6)2010 and suture was used. During the procedure, a very small tip of the needle broke off. The surgeon was unable to locate the small needle tip, the product was not seen on x-ray. The device was too small to retrieve and there is no plan to retrieve it.